Event description:
It was reported that the right ventricular lead had positioning/fixation difficulties, had dislodged and was undersensing. It was also reported that the helix appeared extended under fluoroscopy but when the lead was removed the helix was not extended. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. The defib conductor is distorted. Blood/body fluid in/on the helix mechanism and distal conductor (not obstructed). Full lead returned and analyzed.